Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump keeps alarming weak battery. Customer went through a pack of batteries in a few days. The alarm history was checked and multiple failed battery test alarms and weak battery alerts were found. The contacts on the battery cap are not missing or damaged and the battery compartment and spring are not damaged or corroded. Customer was advised to clean the battery cap and insert a new battery; she did not have a new battery and inserted the same one; did not receive failed battery test. Customer was advised to monitor the insulin pump. Blood glucose value was 135 mg/dl. Nothing further reported.